Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient received a heart transplant on (B)(6) 2016. The patient had been elevated on the transplant list due to an infected lvad. The patient¿s lvad was also reported as partially thrombosed. The patient had an unspecified high lactate dehydrogenase (ldh). The approximate date of infection onset was (B)(6) 2016 and was not previously reported to the manufacturer. The infection was located in the lvad pump pocket and at the driveline. There was positive drainage and cultures. Cultures were found positive for staphylococcus aureus. The patient was treated with unspecified antibiotics. The patient also underwent aspiration of driveline collection along with incision and drainage of the pump pocket with packing and irrigation. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Evaluation of the returned pump identified a deposition in the outlet elbow; however, it could not be correlated to the reported infection or thrombus symptoms. The pump was returned assembled with the driveline severed approximately 6 inches from the pump housing. An additional 12-13 inch portion of the severed driveline was returned. The proximal outlet elbow revealed a pink, soft deposition. The depositions appeared to be acute lining at the interface between the outlet elbow and outlet stator. The deposition was adhered and appeared to have developed in this area. However, a specific cause for its development could not be conclusively determined. Furthermore, the deposition did not appear to occlude the flow of blood through the pump and could not be correlated to the reported infection or thrombus symptoms. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The pump operated as intended. Device thrombosis and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.